Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6)2019 , damaged packaging was identified for the subject home monitor during incoming inspection at the distributor level. Preliminary analysis confirmed that a visual inspection was performed in order to ensure that the device and its packaging were in conformance to the established specification. This inspection did not reveal any deviation.

Event description:
Reportedly, on (B)(6) 2019, damaged packaging was identified for the subject home monitor during incoming inspection at the distributor level. Preliminary analysis confirmed that a visual inspection was performed in order to ensure that the device and its packaging were in conformance to the established specification. This inspection did not reveal any deviation.